Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic hernia repair procedure, the balloons were opened and not used as foreign material was found on the trocar when removing from the packaging. To correct the condition, a new device was used. The valve seal disengaged and the rubber seal fell into the patients cavity. The seal was retrieved by the physician. No harm was caused to the patient. The device is expected to be returned for evaluation.